Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to process residue on capacitor, designator c156, on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a charge-pak and service wrench present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge and shock a shockable rhythm. As a result, defibrillation would not be possible if it were necessary.